Manufacturer narrative:
Tomospot lot 784.05231801 was part of recall 9021987-6/14/18-001-r.

Event description:
A palpable mass marker caused artifact on a mammogram. As a result, the mammogram was repeated.